Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42, associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the cgm error did not reappear. Additionally, the caller was instructed to wait 20 minutes before starting a new sensor session, which they confirmed they understood.